Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the touch screen misconfigured, unable to calibrate screen. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
A service quote was provided to the customer for evaluation of the unit and its pending acceptance.

Manufacturer narrative:
A quote was sent to the customer; however, the quote expired without a response from the customer. Therefore, philips has not been authorized at this time to evaluate the device. Although requested, no additional information regarding the unit's status was confirmed at this time. No parts have been confirmed to be replaced or returned for evaluation at this time. If new information is obtained, a supplemental report will be submitted.